Event description:
It was reported that the touchscreen of the pump was unresponsive, preventing the customer from interacting with it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully performed the reset, resolving the issue.